Manufacturer narrative:
B3: date of event is an estimated date based on the aware date as the exact event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.50mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the device was very loud during platforming and somehow adhere to the guidewire. The burr and wire were pulled out together. No patient complications were reported.